Event description:
Customer reports a protonix 100ml bag was hung at 16:13 to infuse at 10ml/h, but was found empty at 16:19. Although the customer alleges that this seems to be a back check valve failure, the set was not saved and the request is for an event log review to confirm programming. No pt harm or medical intervention was reported. No further pt/event information was provided.

Manufacturer narrative:
(B)(4). The customer requested an event log review; the event logs that were received were found to be corrupted and could not be opened. However, the customer subsequently reported that the facility was able to determine that the event was the result of user programming and no investigation was requested because no device failure occurred.